Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that post implant the patient with this implantable cardioverter defibrillator (ICD) system experienced pocket infection. Subsequently, this ICD, right atrial (ra) and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.